Event description:
It was reported that one day following the implant of a transcatheter aortic bioprosthetic valve (tav), a transthoracic echocardiogram revealed early tav failure due to non-structural valve dysfunction, patient-prosthesis mismatch, and paravalvular leak. Subsequently, the valve was explanted and replaced with a non-medtronic surgical aortic valve 20 days after the implant.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.